Event description:
The patient complained to the primary nurse that he felt shocks coming from the telepack to his fingers. This resolved once the pulse oximetry monitor finger probe was removed. The nurse examined the finger probe and discovered that the wires on the probe were exposed.